Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011 the patient presented with pre-op diagnosis: 1. Lumbar spondylosis. 2. Multilevel degenerative disc disease. 3. Facet synovial cyst formation. 4. Foraminal stenosis. The patient underwent: 1. Midline posterior approach lumbar spine. 2. L4 to s1 posterior segmental instrumentation fusion with synthes uss titanium hardware. 3. Decompressive laminectomy, partial l4, complete l5, and partial l1. 4. Foraminotomies, l4-5, l5-s1 bilaterally. 5. Transforaminal posterior lumbar interbody fusion, 12mm synthes mtf allograft luminary lordotic spacer-l4-l5; 11mm synthes mtf allograft luminary lordotic spacer-l5-s1. 6. Posterolateral fusion, combination rhbmp-2, cancellous allograft, plus locally morselized autograft. 7. Application vitagel. 8. Wound closure over drains. As per op notes, the l4 transverse processes were decorticated and 7 x 55mm screw placed bilaterally in the pedicle of l4. Similar screws were placed bilaterally at l5. At s1, tricortical fixation was obtained, using 8x55mm screws in s1. Positions were confirmed with fluoroscopy. Then, pedicle-to-pedicle decompression was completed from l4 to s1. Then for interbody cage reconstruction, bilateral foraminotomies were performed, first at l5-s1. An 11mm synthes mtf allograft luminary lordotic spacer was selected, packed with bmp, and impacted via left-sided annulotomy to just posterior to the anterior longitudinal ligament. The posterior unaccommodated disk space was packed with intergro bdx. Similar foraminotomies were performed at l4-5 level. A 12mm synthes mtf allograft lordotic luminary spacer packed with rhbmp-2 and impacted via the left sided annulotomy to just posterior to the anterior of the longitudinal ligament. A 6mm rod was then contoured to recreate lumbar lordosis and attached to the segmental fixation from l4 to s1. The counter-torque and torque wrench were used to lock the s1 screws in place, compress the l5 screws to s1 and lock these in place, and compress the l4 screws to l5 to apply compression across the l4-5 and l5-s1 grafts. A trans-connector was placed at the l4-5 level for rotational stability of the rods. The posterolateral gutters was packed with a large rhbmp-2 kit, then locally morselized autograft over that, and the cancellous allograft over that. There were no intra-op complications. Post operatively patient sustained unspecified injuries due to rhbmp-2.